Event description:
Customer reported he had four infusion sets stick to his serter. He stated he did an infusion set change and his blood glucose jumped to 450 mg/dl. He treated with a manual injection. He noticed the last infusion set got stuck to the serter and the infusion set was not inserted all the way. He had to push it in the rest of the way. Customer was advised of proper infusion set insertion methods. He stated the infusion sets were too big for the serter. Customer's last blood glucose was 388 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.